Event description:
It was reported that during a gastric bypass procedure, an unk problem occurred. It is not known how the case was completed. No further info is available regarding the procedure. No pt consequence reported.

Manufacturer narrative:
(B)(4). Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.